Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a sharps container. The customer reports, "an 18g needle attached to a 60cc syringe punctured the side of the container. The needle was protruding from the container by about 1/2 inch to 3/4 inch. When one of the employees attempted to remove the container from the unit they stuck themselves in the palm of their hand with the needle."